Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 the patient experienced hyperglycemia with disorientation and anxiety, he was stumbling and unable to sleep. The patient was taken by the wife to urgent care and there they took a bg reading which was 583 mg/dl and there was no cgm reading reported at that time but the patient reported that the cgm readings were within a normal range during the event. The patient was treated at the hospital with manual injections of insulin. The patient was admitted to the hospital and discharged on the (B)(6) 2026. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.